Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) contained foreign matter. The following information was provided by the initial reporter: "this morning, when the nurse gave intravenous indwelling to the newly hospitalized children, she checked the outer packing and effective period of the indwelling needle without any problems. After opening the indwelling needle sleeve, she pulled out the needle sleeve and found that there was foreign body attached to the needle . So the nurse immediately replaced the indwelling needle and contact the supply room".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) contained foreign matter. The following information was provided by the initial reporter: "this morning, when the nurse gave intravenous indwelling to the newly hospitalized children, she checked the outer packing and effective period of the indwelling needle without any problems. After opening the indwelling needle sleeve, she pulled out the needle sleeve and found that there was foreign body attached to the needle . So the nurse immediately replaced the indwelling needle and contact the supply room"